Event description:
A 1.3 circumcision was begun but procedure aborted when incision to foreskin was made without resistance from bell. Procedure restarted with different circumcision clamp. Initial circumcision clamp had 1.1 bell with 1.3 clamp. Both pieces on initial circumcision clamp had corresponding color-coded tape but bell stamped 1.1 and clamp stamped 1.3.